Manufacturer narrative:
A ge svc rep performed an on site investigation. The lift motor power supply was replaced and the collimator was adjusted. The system was tested and operates as intended.

Event description:
The customer reported the unit would not move up and down and iris leaves appear at the beginning. No pt injury was reported.